Manufacturer narrative:
Additional information is provided in sections b.5, b.6 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that the patient is doing well, but has been frustrated with the healing process. The patient has experienced frequent iritis requiring steroid treatment and subsequent intraocular pressure lowering drops. The patient received an ultrasound biomicroscopy (ubm) with a referral to a uveitis specialist. No foreign materials were located in the patient¿s eye who has no underlying disease to attribute to the iritis outside of the normal required healing process for post-operative ocular surgery.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. One opened soft tip cannula sample was received in a blister along with a piece of foreign material taped to paper for the reported issue of soft tip cannula found in the eye. The returned cannula sample was visually inspected and was found to be nonconforming with the silicone soft tip kinked and slightly torn. The entire soft tip was still present on the cannula. The foreign material was sent for fourier transform infrared spectroscopy (ftir) analysis and was found to best match poly acrylate styrene. The evaluation does not confirm that the silicone soft tip of the cannula was detached and removed from the eye. Although the returned cannula had a kinked and slightly torn silicone soft tip, the entire silicone soft tip still remained attached to the cannula. The particle analysis found the foreign material to best match poly acrylate styrene. Poly acrylate styrene is not is not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the poly acrylate styrene entered the eye cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual non-conformances. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of the soft tip of a cannula was found in the eye therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review and complaint history review could not be conducted. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo number 1 is a close up of a soft tip cannula tip, the soft tip is intact. Photo number 2 shows the entire soft tip cannula with a purple hub visible, the soft tip is intact. Photo number 3 is a close up of a soft tip cannula tip, the soft tip is intact and an extra small silicone piece. Photo number 4 shows a soft tip cannula with a blue hub visible with the soft tip intact and an extra small silicone piece. The extra silicone piece in photo numbers 3 and 4 looks similar to a soft tip from a cannula from the reported manufacturer, but it can not be confirmed that it is a soft tip cannula from the reported manufacturer. The attached customer photos cannot confirm the small silicone looking piece found in the eye is from a soft tip cannula from the reported manufacturer. A sample was not received at the manufacturing site and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the soft tip from a soft tip cannula that was used during a previous vitrectomy surgery was detected during a one year post operative gonioscopy exam to have detached and retained inside of the patient's right eye. The patient complained of chronic edema and lack of visual acuity and was treated with steroid drops of durezol, combigan and simbrinza to treat vitritis. The detached soft tip was subsequently removed from the patient's eye during a cataract procedure.